Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results while using the architect c8000 analyzer. The following data was provided. The customer uses normal range 0.70 to 1.10 mmol/l). Patient 1 initial 2.75 mmol/l, repeat 0.87 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer replaced a probe [c8000 reagent probe part 7-93250-01] and performed maintenance on their non-abbott di water system. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review for the probe, labeling review, instrument log review, and an instrument service review. Returns were not available. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.